Event description:
A nurse reported to olympus, glue was at the distal tip of the evis exera iii gastrointestinal videoscope. There was no report of patient harm associated with this event. During incoming inspection, it was determined foreign material was in the channel tube and distal end. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed, due to the distal end being dirty. In addition to the finds reported in the event section, the connecting tube was dirty. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of lock engagement lever, up/down knob could not be locked securely. Adhesive on bending section cover was worn. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. It was confirmed that tissue glue had adhered to the distal end, biopsy channel opening, and insertion section. Unable to specify the root cause of foreign material adhesion. The user performed an inspection of subject device prior to use and confirmed there were no abnormalities. Tissue glue was used for treatment of the patient and made it adhere to the device. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported device problem. The DHR confirmed that the subject device was shipped in accordance with the specifications. The instruction for use provides the following regarding handling of device: warning do not withdraw the instrument from the endoscope quickly. This could scatter blood, mucus, or other patient debris and pose an infection control risk. Caution: do not withdraw the instrument from the endoscope while the needle is extended. This could damage the endoscope or instrument. If resistance is too strong and withdrawal is difficult, adjust the angle of the endoscope until the instrument can be withdrawn smoothly. Forcible withdrawal of the instrument could damage the instrument and/or endoscope.¿ olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided regarding this event. The procedure was a therapeutic gastroscopy with gluing of varices. The procedure was completed without any delays. The patient¿s duration of sedation was for 30 minutes. The subject device was inspected prior to use and there were no abnormalities.